Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms damage to the tip of the device. This device was manufactured in 2007. This device exhibits signs of extreme wear and usage. A functional evaluation was conducted and confirms the locking mechanism is seized in place causing the stated failure. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for

Event description:
It was reported that during surgery the accord tensioner was not tensioning at all. The device cannot be used to tension cables. Nothing fell into patient, no harm to patient, all pieces recovered, no delay to procedure. The procedure was finished using a smith and nephew device.